Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that insulin pump had a loud beeping sound and had a blank screen display. Customer's blood glucose was 153 mg/dl. Display screen came back on after battery change, but pump continued to beep. Customer was advised to remove battery and allow insulin pump to rest for two hours. Customer called back stating after battery was changed, insulin pump received a failed battery test alarm and power error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.